Event description:
Meter name: one touch ultra, strip name: unknown, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: no symptoms. A patient reported they were unable to obtain a blood glucose results. Their meter allegedly had no power. The patient was unable to test on the one touch ultra. The result on the backup one touch ultra meter was unknown. No comparison was made between the two one touch ultra meters. Treatment was not administered. Patient reported that due to the meter not powering on and the number of tests that had to be taken, patient had to have a back up one touch ultra meter. Ccr replaced the one touch ultra meter. No further information has been reported.